Manufacturer narrative:
The reported complaint of the suspected saline leak from the catheter was confirmed during a functional pressure leak test. A bonding leak was observed at the proximal end of the medial 1 balloon. The probable root cause of the bonding leak could be a latent defect in the bond. A visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial 1 balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint for the quattro catheter with lot number 185455. (B)(4) was reported on (B)(6) 2023 for a catheter leak, and investigation revealed a bonding leak at the proximal end of the medial 1 balloon.

Event description:
The quattro catheter (lot #185455) and start-up kit (lot #185649) were used in ivtm therapy. The quattro catheter was smoothly inserted into the patient's right femoral vein. About 48 hours into the treatment, the customer observed a decrease in the saline level in the 500-ml saline bag. No air trap alarm was displayed on the thermogard system at the time of the observation. The customer suspected that the saline solution was leaking from the catheter as there was no evidence of saline leak around the thermogard console. Infusion of about 100 milliliters of saline into the patient's bloodstream was suspected. Due to uncertainty about the exact source of the leak, the customer replaced both the quattro catheter and the start-up kit. A new saline bag was installed, and the treatment was continued and completed with the same thermogard console. No patient injury was reported.